Event description:
It was reported that the bd safetyglide¿ needle experienced four instances of damaged or open unit packaging/seal where sterility was compromised and a case of needle hub hole/cracked/damaged. Product defects were noted prior to use. The following information was provided by the initial reporter: material no.: 305916. Batch no.: 7026982. Date of incident: (B)(6) 2020. Level of harm: no effect - did not reach patient - detected before use or does not touch person during use. Incident details: one needle with damage to the hub package was sealed, damage noted on opening. Different box but same lot # -2 needled not sealed in box, the side is open on one package and the other is open from the top and down one side. Who was affected? No person affected. Unexpected or prolonged care? No. Frequency of problem: first time.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 6/22/2020. H.6. Investigation: three safetyglide needle assemblies in blister packs from batch 7026982 (p/n 305916) were received and evaluated. It was observed one of the hubs had significant damage which was rejectable per product specification. Two of the packages were each observed to have an insufficient seal on one side, which were rejectable per product specification. A potential root cause for the damaged hub defect is associated with the needle manufacturing process. The sample will be forwarded to the needle manufacturing site for evaluation. A potential root cause for the open seal defect is associated with the packaging process. The jam at the slitters likely caused them to shift out of position leading to improperly cut packages. Visual inspection was performed at the needle manufacturing site. The plastic shield was still present and the safety mechanism has not been activated. The needle hub is damaged at this base. The probable root cause determined by the needle site identified the defect occurred most likely during line assembly. The plastic hub is placed under the cannulator then the needle is positioned and assembled to the plastic hub adding the epoxy to fix it, after that the safety mechanism is assembled then the plastic shield is assembled at the end. What likely happened was that the plastic shield was assembled the part was not fully centered inducing this damage to the plastic hub. No corrective actions are necessary based on the defective rate identified. DHR was reviewed. There was no documentation for this type of defects during the entire production run of this batch. Batch 7026982 is considered in compliance with our product specification requirements. The slitters were redesigned and implemented on this machine for increased stability to prevent this type of defect as of 6/4/2020.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd safetyglide¿ needle experienced four instances of damaged or open unit packaging/seal where sterility was compromised and a case of needle hub hole/cracked/damaged. Product defects were noted prior to use. The following information was provided by the initial reporter: material no.: 305916 batch no.: 7026982. Date of incident: (B)(6) 2020. Level of harm: no effect-did not reach patient-detected before use or does not touch person during use. Incident details: one needle with damage to the hub package was sealed, damage noted on opening. Different box but same lot # 2 needled not sealed in box, the side is open on one package and the other is open from the top and down one side. Who was affected? No person affected. Unexpected or prolonged care? No. Frequency of problem: first time.